Manufacturer narrative:
(B)(4). The investigation into this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges "during the intubation, the light was twinkling and alternatively turn off. Clinical consequences: difficulties to see during intubation." It was reported there was no necessary medical intervention. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "during the intubation, the light was twinkling and alternatively turn off. Clinical consequences: difficulties to see during intubation." It was reported there was no necessary medical intervention. Patient condition reported as "fine".